Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during prime. The home patient (hp) had reconnected a solution bag after he realized it had disconnected during prime. The hp then connected himself when the hc displayed "connect yourself". The hp stated he did not press go. The technical service representative (tsr) informed the hp that he should start all over with new supplies. The tsr assisted the hp to end therapy and advised to dispose of all currents supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted her about this incident. The patient did not report a lot number to her or retain any samples. The patient had not reported anything unusual about the supplies that may have caused the connection issue. She stated that she would speak to him about the use error and review proper procedures. Therapy since then has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.